Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that the site had difficulty registering a patient. They tried multiple times with both tracer and 3 point. Site decided to continue the case without the use of navigation. User stated that they were trouble-shooting with a manufacturing representative, and were still unable to get their registration to pass. This occurred pre-operatively with less than one hour delay to surgical time. There was no reported impact on patient outcome.